Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator (epg), became dim and then completely went out. It was noted that the epg had not performed a periodic inspection since 2001; therefore, the clinical staff suspected the causation to be aged deterioration and requested repair. The patient had about forty beats per minute of self-heart rate and there was no patient complications reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.